Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented to the hospital with complaints of sysncope. Upon interrogation it was noted that there was oversensing of noise on the right ventricular (rv) electrogram (egm) that led to pacing inhibition for this pacemaker dependent patient. The cause of the noise was unknown but was able to be reproduced, thus a revision procedure was performed where the lead was surgically abandoned and replaced. The pacemaker remained in service and no additional adverse patient effects were reported.